Manufacturer narrative:
Sample will not be returned for evaluation.

Event description:
It was reported by the physician that a patient was sent home with the device in place for pain management. The patient was instructed to remove the catheter and in doing so, the catheter was cut. As a result, the catheter had to be surgically removed.